Event description:
It was reported that the user experienced hypoglycemia after eating biscuits and gravy for dinner, receiving insulin via the pump, and then observing a rapid glucose decline from 81 mg/dl to 64 mg/dl, after which he disconnected the pump and ingested oral glucose; he requested transfer to the cgm partner to connect his transmitter and switch to manual injections. Symptoms included low blood glucose with urgent low and urgent low soon alerts. Outcomes included recovery to 84 mg/dl with upward trend and no hospitalization. Investigation included troubleshooting and education over the phone and transfer to the partner organization for cgm support. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no confirmed device malfunction identified due to lack of synced data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.